Event description:
On (B)(6) 2019 3:22 pm by "not authenti needles" on the suture dull easily, the tips bend and the needle loses its strength. Had to use 3 polysorb and 2 chromic. FDA safety report ID# (B)(4).